Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 33 mg/dl. The customer refused to troubleshooting low blood glucose level. Customer tried to enter carbohydrates into her insulin pump using the bolus wizard in order to treat reported insulin pump message. Customer was advised to suspend when low and went over treat procedure and marker for carbohydrates. The insulin pump was returned for analysis. Insulin pump will not be returned for analysis.